Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon explained that patient had high blood serum and elected to have asr cup and head replaced with depuy pinnacle cup, poly liner, and ts ceramic head. Revision was carried out with good result. Stem was retained. Doi: (B)(6) 2007, dor: (B)(6) 2021, affected side: left hip.